Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A field service engineer (fse) created a remote session and found an admin account already logged in from a previous agent. Sql and the application were started but failed to run. The database files were missing and could not be located or repaired. The application would not start without the database attached, indicating database corruption. The station was determined to require a re-image. Later, with assistance from an es specialist, the database was installed, synchronized, and errors were corrected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.